Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, defective lens that was implanted into a patient on (B)(6) had complications and it had to be removed. Additional information has been requested and received stating that the patient experienced blurry vision, halos and glare. There was no patient harm. The lens was replaced with company monofocal lens.